Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the probe did not cut during a procedure. The case was completed after replacing the product. There was no harm to the patient.

Manufacturer narrative:
No sample probe was returned for the probe not cutting.the final customer lot was identified as lot 14016577x. For this final lot, (B)(4) 23ga probe lots, manufactured in february 2014, were used to make up the final lot. A device history record review for each of the probe lots was conducted. According to the device history record reviews, two lots were reprocessed for an anomaly (cut test alignment) that could have contributed to the customer complaint. The device history record reviews do not point to a root cause because the lots were reprocessed and the product released met company's acceptance criteria. No anomalies were found during the device history record reviews for two additional lots. No additional investigation is required based on device history reviews. A complaint history examination indicates three additional complaints were associated with the probe lots.because a sample was not returned and the lot information indicates the product was released based on company's acceptance criteria, the root cause for the customer complaint issue cannot be determined.(B)(4).

Event description:
A customer reported the probe would not cut. The timing of event is unknown. This is the second of three files. Additional information has been requested.